Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system's prn. The following information was provided by the initial reporter, translated from chinese: "2022-7-21, when preparing to use the closed venous indwelling needle, check that the package is not damaged, there is no air leakage, and a black foreign matter is found in the prn. Immediately replace the indwelling needle with a new one."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-aug-2022. H6: investigation summary : a device history review was conducted for lot number 2053284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to aid in our investigation into this event. Our engineers have noted that the returned sample displayed a black foreign body located on the prn adapter. Attempts to perform compositional testing on the material were unsuccessful due to the small quantity available. Based on the appearance of the material, our engineers were able to associate it with the manufacturing process.

Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system's prn. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022, when preparing to use the closed venous indwelling needle, check that the package is not damaged, there is no air leakage, and a black foreign matter is found in the prn. Immediately replace the indwelling needle with a new one."